Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system that was used for a neuro soft tissue ablation procedure. It was reported that post-operatively, it was noted that the patient had a left superior homonymous/incongruous visual defect. The sponsor assessed the event as unknown relationship to thermal therapy system. An update was provided that it was unknown if the event was related to the procedure, anesthesia, or epileptic disease sate. It was noted that the severity of the event was mild. It was reported that the event was unresolved with no further action planned. Medtronic received additional information that no actions were taken. The cause and impact to the patient was unknown. It was reported that the event was unresolved with no further actions.